Event description:
Hamilton medical ag received the following event description: a customer had a problem with 1 unit of mixer valve p.n.: 394045, s.n.: (B)(6): defective. He replaced the parts and did all the tests.he didn't send logs.

Manufacturer narrative:
The unit is functional again after mixer valve replacement. Investigation is ongoing.